Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter, contour next test strips and contour next control solution for evaluation. However, the returned control solution expired in (B)(6) 2022. Therefore, the returned meter was tested with the returned test strips and in-house contour next control solution with lot # 0bv2g64, which gave a satisfactory performance. The control readings obtained during in-house testing were properly marked as control tests.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer reported that she ran a control test and obtained a reading of 147 mg/dl at 1:32 p.m. With the contour next link 2.4 meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. During the call, the customer ran an additional control test, which was properly marked as a control test in the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.